Manufacturer narrative:
The events of seroma and drainage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, drainage.

Event description:
Patient reported right side seroma and discharge. Device remains implanted.